Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 and 69 mg/dl. Low bg cause was not known. Customer was asleep at the time of the low bg, and they did not realize it so they did not address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.